Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer loaded a new cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.